Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for improper seal (open package) with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to an improper temperature of the heating die and molding of the blister pack during the packaging process. Awareness has been created within the business team and engineering department in regard to this issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device experienced a sterility issue. This event occurred five times. The following information was provided by the initial reporter. The customer stated: individual packaged items (inner0 delivered unsealed within outer box , no longer sterile.